Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked connector on electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. Most of the buttons were not working. Customer's blood glucose level was not reported. The device was not returned.